Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
Clarification was provided that the air and water capacity of the evis exera iii gastrointestinal videoscope was not functioning. As a part of advanced diagnostics, the nozzle was removed, and the problem was resolved. The nozzle size was very small, and it was unable to be identified what kind of material was blocked inside. Additionally, the device was reprocessed (pre-cleaned) at client side before arriving at the service business center.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the olympus technician.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of insufflation and air canal blocked was confirmed. Device evaluation found that the air and water nozzle was blocked. The additional evaluation findings are as follows: bending section cover was cut, bending section cover glue was cracked, and plastic distal end cover was dented. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii gastrointestinal videoscope had insufflation and air canal blocked. The issue was found during reprocessing. There were no reports of patient harm.